Event description:
It was reported in clinic notes that the patient had postoperative left vocal fold paresis following lead and generator replacement. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date.